Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had subacute coronary syndrome. In (B)(6) 2010, the patient was diagnosed with stable angina (ccs class 2) and cardiac catheterization was recommended. The de novo target lesion was located in the 1st obtuse marginal branch (om1) with 80% ostial stenosis and was 8mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with direct placement of a 3.00x12mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6)2012, the patient was diagnosed with altered mental status and suspected subacute coronary syndrome. The patient was hospitalized and cardiac medications were administered. The event was considered as resolved with residual effects. In the opinion of the physician, the event of altered mental status was not device related.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).